Manufacturer narrative:
(B)(6). The device was not received for evaluation; therefore, a device analysis could not be completed; however, the sharesource log files associated with homechoice claria were reviewed. The log data showed the patient's therapy was aborted on the event date. The therapy data showed the user bypassed the third dwell cycle, drained 1689 ml, and ended therapy. The log data indicated the programmed tidal total uf was set below the recommended settings. In addition, the subsequent therapies showed the programmed fill volume was reduced from 1,500 ml to 1,000 ml. A review of the therapy performed on the date of the reported event showed no device errors or system error alarms associated with the reported event. Review of the clinician programming showed the programmed total uf setting was set too low. Based on the device log results, the probable cause of the event was determined to be due to incorrect programming by the clinician related to a fill volume too high for the patient and uf setting that was too low. The homechoice, homechoice pro, and homechoice claria apd systems patient at-home guide warns that "a total uf volume set too low can result in a gradual buildup of uf volume during therapy. This can result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced shortness of breath during dwell. The patient was connected to the homechoice claria device at the time of the event. The pd nurse immediately bypassed the dwell and proceeded to the final drain. Therapy was ended early. The shortness of breath resolved ¿as the fluid drained out¿. Total volume was 4,800 ml, tidal was 75%, tidal volume was 1,125ml, fill volume was 1,500ml, lf was 300ml and total uf 10ml. The device was not swapped. No additional information is available.